Event description:
Bought a box of q-tips noticed when I got home from the store that they are not the regular kind, but are marked "antimicrobial. " there is no listing on the box of what is in the product besides cotton. Called the company and still can't get an answer as to what is on the q-tips. Don't they have to tell the consumer? I have allergies / sensitivities need to know which antimicrobial is on the q-tips. This is the actual brand, not a generic.